Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had "air in line" alarms on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) has replaced ail sensor but he has not tested the pump to see if "air in line" alarm still exist. He will test the pump by running a basic infusion (I could not ask (B)(6) to run the test, because he did not put the unit back together yet at the time). He also confirmed IV set tubing was not the issue. (B)(6) will run a basic infusion on the pump. If he still have a problem with air in line alarms, he will replace logic board. If logic board did not resolve the issue, he will send the unit in for flat fee repair. (B)(4).